Event description:
The patient reported on 03/18/2007, that he has been in the hospital since the date of event. He stated that he did not recall much of the incident, but, he remembers having several occlusions (e4) on his infusion device. He stated he changed his infusion set, insulin cartridge, and adapter, but the occlusions recurred. He stated his blood glucose was "high" and he attempted to bolus several times, but he was not receiving insulin (bolus amounts were not provided). The patient stated that his normal blood glucose is around 100 mg/dl. The patient recalls vomitting and feeling nauseous and then his friend found him unconscious at his home. The ambulance was called and the patient was transported to the hospital, where he was taken off of his infusion device given an insulin IV with periodic insulin injections. He stated he was also given an unknown medication for an infection to stop his throat from bleeding. The patient was assisted in setting up his backup infusion device. His basal rates were increased from 60 to 72 units of insulin per day. Upon follow up, the patient stated he was discharged from the hospital 10 days later and his blood glucose was around 100mg/dl using his backup infusion device. Product was requested to be returned for evaluation.